Manufacturer narrative:
(B)(4).

Event description:
This report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii and a spyglass ds controller were used in the bile duct during a choledochoscopy procedure performed on (B)(6) 2022. During the procedure, when the spyscope ds ii was connected into the controller, image interference immediately appeared. A second spyscope ds ii was used; however, the problem continued and the image was not recovered. The procedure was not completed due to this event. There were no patient complications reported as result of this event.